Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control low was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter, test strips, and control solution involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2011 the meter has passed testing with no faults found. On (B)(4) 2011, the test strips were tested and the primary complaint was not confirmed. On (B)(4) 2011, the control solution was tested and the primary complaint was also not confirmed. However, a secondary issue was noted: the control solution was found to have glucose content above specifications. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.